Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Physician reported "ruptured implant as seen on MRI with silicone found in axillary lymph nodes". Patient diagnosed with asia syndrome. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. Autoimmune/connective tissue-disorders -ndr: not applicable, as the event is not related to the device.

Event description:
Physician reported, "ruptured implant. As seen on MRI. With silicone, found in axillary lymph nodes". Patient diagnosed with asia syndrome. Device has been explanted and replaced with non-allergan device. This relates to the right side.